Event description:
The patient alleged he was getting out of the bed on the right side, while using the right head siderail to support him, when the siderail snapped off. The patient's wife attempted to catch him and broke two ribs.

Manufacturer narrative:
The technician inspected the siderail and found that the siderail arm was broken at the foot end pivot point of the siderail. The technician stated that the metal at the point of the break was rusty indicating that the arms had been cracked prior to completely breaking. Repairs have not been completed.